Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -8.0 diopter into the patient's right eye (od) on (B)(6) 2021. The surgeon reports excessive vault. Reportedly, the lens remains implanted. The cause of the event is reported as unknown.